Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the basket was withdrawn, the basket was detached outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment. Blocks e1 initial reporter address 1; initial reporter address 2 and initial reporter zip/post code, have been updated based on the additional information received on july 30, 2025. Block h11: the product was not returned for analysis; therefore, technical analysis could not be performed. However, analysis of the media provided was performed. The photos provided showed the basket in its closed position. The reported complaint could not be confirmed based on media inspection. Based on information available, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the basket was withdrawn, the basket was detached outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.